Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead was not capturing. During lead revision, the helix was not fully extending. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 64.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.